Event description:
A caller reported an issue with a cgm error 42. There was no reported adverse impact to the customer's blood glucose level. Technical support provided complete instructions for a pump reset and guided the caller through the process. After the reset, the cgm error code did not reappear, and the caller was advised to wait 20 minutes before starting a new sensor session, which they understood and acknowledged.